Event description:
It was reported that surgery with navio system with legion cr implants was being performed and distal burr and cutting block were used for femoral preparation and burr all technique for tibia preparation. Sawblade was used to cut anterior, posterior and shuffle cuts for femoral component and of about 1-2mm posterior bone cleaning for tibia. Case went per normal and after implants was cemented and final gap assessment completed and robotic support was completed. During wound closure, surgeon realized patient bleed unusually heavy and requested to do angiogram. Patient admitted to major or and angioplasty was performed by vascular surgeon.

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting as this incident has been already reported to the FDA. The original manufacturer report number is 3010266064-2019-00131.